Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1fygp, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. Product ID 3889-28, lot# va1fygp, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was experiencing a lack of efficacy; never experienced a significant improvement in her bladder symptoms. Re-programming and adding multiple new programs were carried out to address the issue. Multiple re-programming was performed to include the electrode, amplitude, and pulse width adjustments. The patient decided to try a new lead on her left side. The existing implant was replaced with a new system on the opposite side of the body. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported it was unknown if the issue was resolved. No further complications reported/anticipated.